Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A small area, nonbleeding, was identified using an esophagogastroduodenoscopy (egd), colonoscopy, and a pill camera. The patient was not treated with octreotide. The patient was reported to have been doing well.

Manufacturer narrative:
Section b2: corrected. Section h6 health effect - impact code: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient present with symptoms of gastrointestinal bleed. The patient was treated with medication, octreotide (sandostatin) and eliquis (apixiban) 2.5 milligrams. The plan of care was frequent labs and to monitor for bleeding.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.